Event description:
Hill-rom received a report from the account stating the CPR function was not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve stuck. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR valve to resolve the issue. Based on this info, no further action is required.